Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report. (B)(4)

Manufacturer narrative:
We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned samples of lot 0d200 as well as control samples (from stock) of reported lot 0j85 met finished product specifications and no evidence of microbial contamination was found. However, low levels of a nonpathogenic bacterium, bacillus flexus, was detected during analysis of the return sample of lot 0j85. This species of bacteria is often isolated in clean room environments and is not known to cause illness or infection in healthy individuals. To date, there have been no other reports of contamination by this organism for this lot of product. Batch records for both the reported lots indicate all specifications were met at the time of release and no inconsistencies were noted. We were unable to determine a specific root cause for this issue. Since contamination was not present throughout the entire lot of product, this appears to have been an isolated incident. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes.

Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident, ms. (B)(6) was initially hospitalized on (B)(6), 2010 with a bacterial infection (B)(6). She was hospitalized for about 5 days, treated with antibiotics including penicillin.